Event description:
On 08/05/1998 the account reported a axsym valproic acid result of 19 mg/l which was questioned. According to the account, the pt's previous valproic acid result was 89 mg/l. The sample was retested and a result of 89 mg/l was obtained. The sample was tested again and a result of 91 mg/l confirmed the retest result. No treatment was given based upon the initially reported result. No report of injury.